Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 20-jun-2022. The endoscope was inspected by pentax medical service under work order (B)(4) and the technician confirmed the customer complaint and documented the following: water jet tube: clogged, scope electrical test function: dst electrical safety test pass, scope electrical test function: plct electrical safety test pass, scope electrical test function: resistance electrical test pass, scope leak test function: wet leak test pass. The device repair was completed and closed on 28-jun-2022. The device was shipped back to the customer. Good faith effort requests were sent vie email on 06-jul-2022 and 07-jul-2022. No additional information has been received. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred during use in the operating room in the united states. On (B)(6) 2022, the customer reported that "the water jet is causing damage to colonic mucosa (poor irrigation from water jet) involvingpentax medical video colonoscope model ec38-i10l, serial number (B)(4). This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event the date of event is unknown.

Manufacturer narrative:
Correction information: g2:report source g6: follow up #2 h2:if follow-up, what type. Additional information: g4: premarket identification PMA/510(k).

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. The device has been repaired.